Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air leak in the camera cable, corrosion on the scope mount, debris on the main unit. A definitive root cause could not be identified. Based on the results of the investigation, for the reported failure and debris on the main unit the most probable cause was not established. Additionally, for the remaining findings, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head did not display any image. The issue was found during inspection for use. There were no reports of patient involvement.